Event description:
The intellanav mifi catheter was selected or use during the procedure to treat atrial fibrillation (a fib). Once the flush tubing was connected to the catheter, the physician noticed that the flush tubing had snapped off the catheter handle, consequently, halting irrigation. The catheter was replaced. Procedure was completed successfully without patient complications. The device was disposed by customer.

Manufacturer narrative:
It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.